Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(4). According to the available information this inflatable penile prosthesis was revised on (B)(6) 2020 due to leakage. Additional information received from the coverage representative indicated: ¿leak in tubing near pump¿. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the longer length pump exhaust tubing. Testing revealed this to be a site of leakage. A partial separation within abrasion was noted on the longer length pump exhaust tubing. Testing revealed this to not be a site of leakage. Surface abrasion was noted on all pump tubing. A partial separation within abrasion was noted on the exhaust tubing of cylinder 1. Testing revealed this to not be a site of leakage. The presence of surface abrasion was noted on the exhaust tubing of cylinder 1 and 2. No functional abnormalities were noted with cylinder 1 and 2. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that the pump tubing was overlapping in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the longer length of pump exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, leak in the tubing near the pump. The device was revised. The old reservoir was left in place and used.